Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration /expulsion of essure device") in an adult female patient who had essure (batch no. 717645,706577) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included lower abdominal pain, intermittent fever, diarrhea, abdominal pain, urinary tract infection and autoimmune disorder. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, weight increased and weight decreased outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product implant date which reported (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraines, headaches, weight loss, weight loss" were added. Lot number was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration /expulsion of essure device / other injuries or complication please describe: one coil had fallen out") in a 40-year-old female patient who had essure (batch no. 717645, 706577) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and dry skin. Previously administered products included for an unreported indication: ibuprofen and levoxyl. Concurrent conditions included lower abdominal pain, intermittent fever, diarrhea, abdominal pain, urinary tract infection, autoimmune disorder, chills, back pain, uterine leiomyoma and body mass index normal. Concomitant products included levothyroxine since 2001. In 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain / pelvic pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), abdominal distension ("other injuries or complication please describe: bloating"), arthralgia ("other injuries or complication please describe: hip soreness") and dizziness ("other injuries or complication please describe: dizziness"). On an unknown date, the patient experienced weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure / hysterectomy (partial) with salpingectomy bilateral). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, weight increased, weight decreased, abdominal distension, arthralgia and dizziness outcome was unknown and the pelvic pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, device expulsion, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product implant date which reported (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On unspecified date essure confirmation test should total bilateral occlusion. Batch number: 706577, man date: 2010/01 exp date: 2013/01. Batch number: 717645, man date: 2010/03 exp date: 2013/03. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, weight loss, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events added from pfs- lower abdominal pain, lower back pain, hip soreness, dizziness, bloating. Outcome of event pelvic pain, back pain, abdominal pain lower were update. Onset date of event menorrhagia, vaginal haemorrhage, headache, migraine, dysmenorrhoea, device expulsion, pelvic pain, fatigue were update. Concomitant drug, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration /expulsion of essure device") in an adult female patient who had essure (batch no. 717645, 706577) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included lower abdominal pain, intermittent fever, diarrhea, abdominal pain, urinary tract infection and autoimmune disorder. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, weight increased and weight decreased outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product implant date which reported (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Batch number: 706577 man date: 2010/01 exp date: 2013/01. Batch number: 717645 man date: 2010/03 exp date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.